Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited low pacing impedance measurements. The rv lead was explanted and replaced. The patient was in stable condition.